Event description:
I have been experiencing left eye pain, blurry vision, discharge. Dr (B)(6) is my ophthalmologist at (B)(6) eye clinic in (B)(6). Requested a non-routine visit due to difficulties described above. He had retired and dr (B)(6) saw me on (B)(6) 2011. My diagnosis was "allergic conjunctivitis." Drops were prescribed, pataday which was close to useless. I was changed from avaira lenses, soft sphere to air optix by ciba. I was said to have an "underprescribed" strength for my left lens and changed from -1.00 to -1.75. No mention was ever made by ophthalmologist regarding avaira class 1 recall, I learned this next day (B)(6) 2011 on the internet "trending now." Dr (B)(6) requested I return in one month. I phoned (B)(6) eye clinic contact lens person (B)(6) and inquired if she knew of avaira recall. She stated "yes." I sent dr (B)(6) a copy of the recall directly to (B)(6) office. No response. One month was too long for useless pataday I called a supervisor and she referred me to contact lens person, (B)(6) eye clinic. My purpose: seek info about other pts dilemma and if there was a treatment they discovered helped them and might help me. I found they believed this was not a recall that affected health and safety. Coopervision rep info I asked them if they were aware the FDA was not pleased with coopervision and this was a class 1 recall? No. No help for me here!